Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to the pulse wire in the trunk cable being too short and not connecting to a monitor. The root cause for the damaged wire was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.